Event description:
It was reported that patient received a letter from doctor (B)(6) regarding the recall. The patient has been experiencing significant pain since the spring of 2012. He states that he has limited functionality and mobility in his hip. He visited his doctor on (B)(6) 2012. MRI and x-rays were taken. Blood work showed elevated blood levels. He had 15cc's of fluid aspirated from his hip. Revision surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.